Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) to perform failure analysis (fa). The iesu was analyzed and during the fa process, logs were reviewed and showed errors that may be related to the reported event; however, the issue could not be replicated by fa. Multiple m-0b errors recorded on 27- oct -2025, indicated potential issues with the neutral energy (ne) pads. Visual inspection revealed extensive damage to the unit. The front bezel was pushed and bent forward, exhibited significant yellowing, and showed severe impact damage on the lower right corner. The upper left corner of the bezel was cracked, and the lower left corner was dented. The right securing screw on the underside of the unit had a sheared-off screw head. Significant scratching and chipping were observed on the right side of the cover, and the rear left side of the cover was not properly seated on the main housing lip. Additional scratching was noted on the left side of the cover. Although the iesu was received with severe cosmetic damage, it was considered acceptable for system testing. When tested on the system, the on-site ne pad showed no recognition issues, and all operations were successful across all ports. The probable root cause of the customer-reported issue could not be determined through the failure analysis process. Error m-0b was confirmed in the system logs; however, this error can result from multiple factors, such as the neutral electrode (e.g., grounding pad) not being connected to the generator, a defective electrode, or insufficient contact between the electrode and the patient¿s surface.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that erbe generator failed to recognize the grounding pad. The customer stated that the grounding pad setting was set to single pad. The customer removed the erbe from the vision side cart (vsc) and replaced it with another system erbe to complete the procedure. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse arrived on site and set to dual pad and the erbe generator recognized fse's dual test pad correctly. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. .